Event description:
A retention dome breakage during traction removal. The broken dome fell into the stomach; however, removed under microscopic guidance immediately. The incident occurred about 137 days after the device placement. The pt was (B)(6) female. The tube was free-floating within the stoma prior to the removal.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, user related. Upon receipt a partial semi-circular break in the retention dome was observed. A small section of the broken dome is still attached to the feeding tube and reveals a complete bond on gross and microscopic examinations. A cross sectional view of the break site reveals a dull veneer. Mating the broken dome together at their break points reveals a close match. The break site reveals traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the mfg process. A lhr is not possible, as no mfg lot number info has been provided by the complainant.